Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during implant procedure, this left ventricular (lv) lead exhibited a high pace impedance measurement of 1,937 ohms through a pacing system analyzer (psa) and out of range measurement greater than 2,000 ohms through the device. The physician elected to implant another lead with success. No adverse patient effects were reported.